Manufacturer narrative:
The gas loss alarm occurred and balloon just stopped inflating.troubleshooting revealed he had utilized the help screen, checked for blood in the helium tubing and verified all connections, used the iab fill key. Esp personnel explained the nature of the alarm and based on the information he gave me regarding the patients hemodynamics and clinical picture, the alarm was likely caused by the use of targeted temperature management therapy for cardiac and cognitive preservation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.